Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "patellar tendon rupture and ligamentous laxity."

Event description:
It was reported a patient underwent a total left knee arthroplasty on (B)(6) 2015. Subsequently, the patient will be revised due to anterior translation of the tibia. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a total left knee arthroplasty on (B)(6) 2015. Subsequently, the patient will be revised due to anterior translation of the tibia. Additional information reported the patient was revised on (B)(6) 2015 due to stretched ligaments. The bearing was removed and replaced.